Event description:
It was reported that a small white particle was found inside a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from august 04, 2022 to august 05, 2022. H10: the device was received for evaluation. Visual inspection was performed and a single small white polymeric appearing elongated particle morphologically consistent with fill port material was observed floating inside the fluid path of container. The fill port cap was removed and no issue was observed of the connector or cap area of the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.